Manufacturer narrative:
Patient weight was requested but it was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found altered in bed and was taken to an outside hospital by ambulance. A head computed tomography (cth) was done which showed a large intracranial hemorrhage (ich) and hydrocephalus. Labs were notable for international normalized ratio (inr) of 3. The patient's anticoagulation was reversed and was med flighted to another hospital. The patient was reportedly supratherapeutic and their goal anticoagulation inr was 2-2.5.

Manufacturer narrative:
Medwatch report#: (B)(4) was received on 16aug2022. Section h6: health effect - clinical code (4581) : altered state of consciousness. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.